Event description:
The patient underwent a sling procedure. Subsequently, the patient developed pain, fever and abdominal distention. An x-ray revealed free air in the abdomen. An exploratory laparotomy was performed revealing significant pelvic adhesions. A portion of the sling was noted to be passing through the cecum. The tape was removed. The cecum was repaired without the need for colostomy and the patient has recovered.